Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that titanium tip was broken during procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2020. D4: batch # t9423m. Investigation summary: the device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and functionality tested on a gen11. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating replace instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.